Event description:
Situation: taxol tubing (2r8480) leak, bottom seam under chamber. Background: lot# (10)r21d10048. Assessment: taxol mixed and left pharmacy, no leaks seen by pharmacy. Rn came in and said bag was leaking, came out and found drops on taxol bag and in transport (B)(6), no contamination to the area. Rn said she went to put the bag on the pole and noticed leak traveling down the tubing from the chamber and she turned it upside down and put it in the plastic bag. Bag inspected by pharmacy, wasted in de and new bag mixed dispensed.